Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced a hyperglycemic event with a blood glucose of 255 mg/dl, and discussion with the caregiver indicated prior improper use of meal announcements that could have shifted algorithm behavior and insulin delivery. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included completion of troubleshooting and user education, including instruction on correct meal announcement use and acknowledgment that the ilet will need to relearn as proper meal announcements are implemented. Investigation included review of reported use patterns and discussion with the caregiver and educator regarding algorithm performance and correction strategies. Investigation of this case revealed use error related to meal announcements that likely contributed to hyperglycemia by affecting insulin dosing dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user technique and algorithm relearning factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.